Manufacturer narrative:
The serial number of the customer's cobas e 801 analytical unit is (B)(6). The patient sample was requested for investigation. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys syphilis results from one patient sample tested on the cobas e 801 analytical unit. The patient's result from a referral laboratory that uses an abbott alinity was 3.11 s/co and 3.22 s/co (reactive). A new patient sample was collected and sent to the reporter's establishment for confirmation. On (B)(6) 2025: the initial result from the analyzer was 0.107 coi (non-reactive). The first repeat result from the referral laboratory that uses an abbott alinity was 1.98 s/co (reactive). On (B)(6) 2025: the second repeat result from another cobas e 801 analyzer was 0.104 coi (non-reactive).

Manufacturer narrative:
One patient sample was received for investigation. The investigation confirmed the customer's non-reactive elecsys syphilis result and the result was deemed correct. The customer's calibration and qc results were within the specified ranges. The customer's preanalytical handling data did not indicate any issues. Product labeling states, "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.